Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755, (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an external device. The reason for call was patient says they were trying to charge implanted neurostimulator and it wouldn't connect, and the screen went blank which happened "probably last wednesday". During the call they went to charge implantable neurostimulator (ins) and it went to no device found. Pt started passive recharge mode and gets 100 for the high number. Pt then mentioned that the recharger telemetry module (rtm) had been getting hot before. Pt said their implant is totally depleted and they don't feel anything. The issue was not resolved. A request was sent to the repair department to replace the rtm.